Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change errors occurred with multiple new cartridges during the load sequence. Customer's blood glucose level was 150 mg/dl. Customer loaded a third cartridge to address the issue.